Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air sensor error which were not reproduced during evaluation. Air in line were verified through a review of the event history log and found that ultrasonic sensor was out of specification. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air sensor error. There was no known patient injury or medical intervention associated with this event. No additional information is available.